Manufacturer narrative:
Medwatch report number: 1901760000-2020-8038.

Event description:
It was reported that during right acl procedure, the guide wire broke off at the tip while trying to insert softsilk screw in femur. Tip was retrieved from knee and was confirmed via x-ray that no remaining part were in patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: g4, h2, h3, h6. The reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The guide wire 1.2mm x18 bx of 5 ster. Instructions for use warns, ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure." A review of the guide wire 1.2mm x18 bx of 5 ster. Risk management files was performed and found multiple line items addressing this failure mode. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.